Manufacturer narrative:
The alarm trace provided showed abnormal probe sucking and sample short alarms. These are indicators of possible poor sample quality. The field service engineer (fse) found that the customer observed an issue with the sample interference. The product labeling states: "as with other turbidimetric or nephelometric procedures, this test may not provide accurate results in patients with monoclonal gammopathy due to individual sample characteristics which can be assessed by electrophoresis." The fse verified that the instrument was performing within specifications. The troubleshooting actions performed by the customer resolved the issue. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). Calibration and controls were acceptable. The customer stated the issue is related to an overabundance of light chains in the sample (mono protein disorder). The customer also noted that there was clotting in the patient's samples after being refrigerated overnight. A hardware check of the analyzer was performed and it recovered within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two samples collected from the same patient and tested with tina-quant igm gen.2 on a cobas 6000 c (501) module. The first sample initially resulted in an igm value of > 5000 mg/dl and it repeated as > 5000 mg/dl. Another tube of the first sample was sent to another facility and tested using an unknown method, resulting in an igm value of 1000 mg/dl. Based on this value the customer's tube was repeated. The customer repeated the first sample and the igm result was 1000 mg/dl. The repeat value was deemed correct. A second sample was collected from the patient on (B)(6) 2025 and tested twice, each time resulting in an igm value of > 5000 mg/dl. Another tube of the sample was sent to another facility for testing with an unknown method. When tested with the unknown method at the other facility, the other tube of the second sample resulted in values of 2000 mg/dl and 3000 mg/dl. The tube was re-centrifuged and it was noted there was a protein clump in the sample. After re-centrifugation, the sample was repeated with the unknown method, resulting in a value of 1000 mg/dl.